Manufacturer narrative:
The sample was not returned to the user facility; therefore, device evaluation is unable to be performed. A lot history review revealed this is the only reocclusion complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was not related to the study device or procedure. Based on the instructions for use (IFU), the occurrence of a reocclusion is an inherent risk of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Additional information: a.4 the weight and weight units were filled in with 117 and lbs, respectively. B.5 the event description was changed from "it was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right superficial femoral artery (sfa). Approximately 12 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed and the hcp deemed it was successful. The investigator assessed that the event was not related to the study device or procedure. The sample was discarded by the user facility and not available for further evaluation. No adverse patient effects were reported." To "it was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right proximal superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed that did not involve any lutonix devices. The health care professional (hcp) deemed the revascularization to be successful. Approximately 23 months after the index procedure, the patient experienced claudication due to reocclusion of the target lesion. The hcp performed another revascularization and deemed it was successful. The investigator assessed that the claudication was related to the study device and index procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported." B.6 the relevant tests and lab data were updated from "unknown" to " on 14-jan-2016, dus imaging indicated target lesion was patent. On 23-jun-2016, dus imaging indicated target lesion was patent. On 10-aug-2016, reintervention was performed on the target lesion and two non-target lesions within the target vessel. On 15-sep-2016, dus imaging indicated target lesion was patent. On 20-oct-2016, dus imaging indicated target lesion was patent and core lab analysis of dus imaging on 20-oct-2016 confirmed the target lesion was patent. On 23-feb-2017, dus imaging indicated target lesion was patent. On 13-sep-2017, reintervention was performed on target lesion." B.7 the other relevant history was changed from "although requested, the patient weight is not available." To "past medical history includes: hypertension, former smoker, coronary artery disease (cad), valvular heart disease, rutherford class IV in right leg." F.10 the event problem code "2550" was added for claudication. Corrected data: b.3 the event date was changed from "9/30/2016" to "8/10/2016." D.4 the UDI no. Was changed from '(B)(4)." (B)(6). H3 analysis: the sample was not returned to the user facility; therefore, a device evaluation is unable to be performed. A lot history review revealed this is the only reocclusion or claudication complaint associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample was not returned for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event of reocclusion was not was not related to the study device or procedure, but the claudication event was possibly related to the study device. Based on the instructions for use (IFU), the occurrence of a reocclusion and claudication are inherent risks of any pta procedure, and has been reported in clinical trials of drug coated balloons. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported through a clinical registry that during the index procedure, a lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter was used to treat the target lesion located in the right proximal superficial femoral artery (sfa). Approximately 11 months after the index procedure, the patient¿s right sfa vessel was reportedly reoccluded. A revascularization was performed that did not involve any lutonix devices. The health care professional (hcp) deemed the revascularization to be successful. Approximately 23 months after the index procedure, the patient experienced claudication due to reocclusion of the target lesion. The hcp performed another revascularization and deemed it was successful. The investigator assessed that the claudication was related to the study device and index procedure. The sample was discarded by the user facility and is not available for further evaluation. No adverse patient effects were reported.